Manufacturer narrative:
1 patient is african-american, 1 patient is asian, and 28 patients are caucasian. Range of implant dates provided as september 2016 to mid 2018. Article citation: saletta g, alexoudis a, gatzioufas z, grieshaber m, papazoglou a, tschopp m, töteberg m, gugleta k. Retrospective analysis of 12 months glaucoma implant efficacy: xen45 and preserflo microshunt. Klin monbl augenheilkd. 2022 apr;239(4):429-434. English. Doi: 10.1055/a-1766-6444. Epub 2022 apr 26. Erratum in: klin monbl augenheilkd. 2022 apr;239(4):e2. Pmid: 35472784. The event of other-medical is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
In the article, "retrospective analysis of 12 months glaucoma implant efficacy: xen45 and preserflo microshunt" reported iop readings ranging between 2 mmhg and 39 mmhg and the mean number of anti-glaucoma medications required as 0.8 in an unknown number of patients. 10 patients required needling to reduce bleb scarring after 1 month. 3 patients had censored observations requiring cyclophotocoagulation treatment. 4 patients experienced a short-term choroidal detachment and 8 patients had discrete self-limiting microhyphemas.